Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the 150 cm. Savvy pta 2.00 x 10 cm. Balloon catheter (bc) ruptured at nine atmospheres of pressure (9 atm.) During the second inflation. The bc was exchanged for another one to complete the procedure successfully. There was no reported patient injury. The target lesion was the right anterior tibial artery. The lesion was reported to be: a 100% stenosis/chronic total occlusion (cto), heavily calcified, and mildly tortuous. The approach was antegrade from the right femoral artery. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover or stylet. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. An unknown inflation device was used for the procedure and was used subsequently with other devices. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact.

Manufacturer narrative:
Addendum: preliminary analysis indicated: balloon detached and not included. Additional information received indicated that: the balloon was intact when removed from the patient. There was no reported possibility that the separated portion was left inside of the patient. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 150 cm. Savvy pta 2.00 x 10 cm. Balloon catheter (bc) ruptured at nine atmospheres of pressure (9 atm.) During the second inflation. The bc was exchanged for another one to complete the procedure successfully. There was no reported patient injury. The target lesion was the right anterior tibial artery. The lesion was reported to be 100% stenosis/chronic total occlusion (cto), heavily calcified, and mildly tortuous. The approach was antegrade from the right femoral artery. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover or stylet. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. An unknown inflation device was used for the procedure and was used subsequently with other devices. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. Preliminary analysis indicated the the balloon was detached and not included. Additional investigation found that the balloon was intact when removed from the patient. There was no reported possibility that the separated portion was left inside of the patient. No additional information is available. One non sterile catheter pta savvy 2.00x10cm 150cm was received coiled inside a plastic bag. The balloon and the distal tip were separated and they were not received with the device. Sem results showed that the balloon separation did not present any evidence of scratches or abrasion marks that could be related to the separation. Some sections of the balloon suggest that the damaged balloon was pulled until complete separation. Distal section of the separation showed evidence of a tip separation, an eds was conducted to that area and it was found presence of barium, as an evidence of tip fusion. No other anomalies were found during analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst could not be confirmed since the distal portion containing the balloon was not returned for analysis. Separation of the balloon was confirmed. The exact cause of the separation could not be determined. Based on the information available for review, the reported balloon burst occurred upon second inflation. Vessel characteristics (chronic total occlusion, heavily calcified) may have contributed to the burst. Factors contributing to the separation could not be conclusively determined. It is unknown if there was difficulty removing the balloon in the burst profile; however, analysis notes stretching at the point of separation. The event description notes that no part of the balloon remained in the patient. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.